Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Potential causes for the single leaflet device attachment (slda) leading to incomplete coaptation can include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). With respect to the patient condition, procedural conditions and/or user technique, the difficulty in grasping both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated that the leaflets were not restricted or prolapsed. The first clip was implanted successfully and without issue; after deployment of the second clip, an increase in mr was observed, and both clips were observed to have been detached from the posterior leaflet. The physician reported there were no anatomical conditions that could have caused or contributed to the clip detachments. Based on the information reviewed, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. It was further reported that the mr had increased shortly after deployment of the second clip, most likely due to the inability for the implanted clips to successfully coapt the leaflets. The patient effect of worsening mr is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar slda incidents reported for this lot. There is no indication of a quality deficiency associated with this device.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, mitraclip (x1). The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip (10293525/(B)(4)) device referenced is being filed under separate medwatch reports.

Event description:
This report is submitted for posterior leaflet clip detachment of mitraclip (10319755/(B)(4)), requiring an additional clip for treatment to prevent a patient injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The leaflets were not restricted or prolapsed. One clip (10293525/(B)(4)) was implanted. The decision was made to place a second clip (10319755/(B)(4)) lateral, to optimize and reduce the final mr. The second clip was placed per the instructions for use (IFU). The clip arm angle was confirmed to be less than 90 degrees. Both fluoroscopy and echocardiography was used while crossing into the left ventricle, and during grasping. During grasping, there was no excessive force or retraction distance noted. Three grasping attempts were made and a satisfactory coaptation was verified. There was good leaflet immobilization and a double orifice valve. There was limited leaflet mobility relative to the tips of both clip arms, and adequate decrease in the mr grade; therefore, the second clip was deployed. After the clip was deployed, an mr increase was observed. A single leaflet device attachment (slda) of both clips occurred. Both clips detached from the posterior leaflet and both remained attached to the anterior leaflet. A third clip was deployed lateral to stabilize the implanted clips. Reportedly, there were no anatomical conditions that could have caused or contributed to the clip detachments. The mr grade was reduced to 1-2, with three clips implanted. No additional information was provided.